Event description:
It was reported that the insulin pump alarmed motor error during basal delivery. Customer stated the insulin pump fell off. Customer's blood glucose was 307 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to cracked end cap. The motor was tested outside the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip and cracked battery tube threads.